Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported ballooning of the silicone segment on their primary tubing set. Customer states there were no ivp medications given, and they use proper set loading techniques without stretching the silicone segment upon loading into the pump. There was no report of harm to patient or medical intervention. No further patient or event information was provided.